Manufacturer narrative:
The product involved with this event was requested to be returned for analysis, but it has not been returned. Therefore, failure analysis of the product related to the complaint cannot be performed. Electrolube is not provided by intuitive surgical and is not suggested in the tip cover accessory or monopolar curved scissors instructions for use. The use of electrolube with the monopolar curved scissors has not been validated by intuitive surgical.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell off. The clinical sales representative (csr) stated that the tip cover accessory was retrieved. The csr confirmed that the or staff was using electro lube on instruments, and they inquired if this might have been a contributing factor for the tip cover accessory to slip off. The tse also advised that if the tip cover accessory was over installed, falling off may occur while removing the instrument from the cannula. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.